Event description:
It was reported that during interrogation of the implantable cardiac monitor, an error message was displayed. After a firmware download was performed, the device was successfully interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.